Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following a lead revision procedure the patient experienced communication difficulty of the ipg and frequent charging. It was noted that electrocautery was used during the procedure. The patient will undergo an ipg replacement. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4))

Event description:
A report was received that following a lead revision procedure the patient experienced communication difficulty of the ipg and frequent charging. It was noted that electrocautery was used during the procedure. The patient will undergo an ipg replacement. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).